Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -12.50 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2019. The lens was removed and exchanged with the same size lens on (B)(6) 2019 due to the lens being implanted upside down. This resolved the problem. Cause of the event is reported as user error and device. Per the reporter on (B)(6) 2020, lens being implanted upside down is user error and only on orientation hole is device error."

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).